Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 15-may-2018 the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No power on reset events were available in the black box. No damage was found to the returned battery cap or the battery compartment. No moisture/corrosion was found in the battery compartment. The returned battery cap fully tightened to the pump with no visible yellow o-ring. The pump powered up to the verify screen with auditory and vibratory alarms. The pump was run for 24 hours with the returned battery cap. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The no power complaint was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.